Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The operating room team was attempting an escalation case in the cardiovascular operating room. Impella 5.5 was inserted and on start up got several alarms including "impella stopped motor current high" "impella stopped controller failure" purge disc not connected" impella stopped retrograde flow" team decided to switch to another controller and pump. They proceed with the case and there was no patient harm. This report is for the controller and another report will be sent for the pump (serial number (B)(6)).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1. Upon review, the brand name has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: consoles (B)(4) and (B)(4) were not returned for investigation but will not be flagged (see below). Data analysis: (B)(4) was the first console used in this case, running cp pump 624028 starting on 12/11. The clinical decision was made to switch to a 5.5 pump. Ic12070 was then powered up and 5.5 pump 640949 was attempted to be run but had an immediate pump stop due to "high motor current". There were cascading alarms of "retrograde flow" and "pump speed deviation" that were symptomatic of the initial pump stop due to high motor current. The pump was attempted to be started on this console for the next 15 minutes to no avail. The cp pump had been continuously running throughout this on ic10339 but at 19:42, the cp pump was stopped and unplugged from ic10339 and the 5.5 pump was connected but the motor current high alarms persisted on this console as well. Ic4039 ran a new 5.5 pump 5917792 on this patient which performed as expected. Because the 5.5 pump failed on both consoles in the exact same manner, it is unlikely that either console was at fault for the pump stops and was most likely due to the pump. Additionally, the complaint mentioned "purge disc not detected" alarms but there were no unexpected occurrences of these alarms that were not immediately resolved by plugging in the purge disc.